Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Router discarded.

Event description:
It was reported that during a product demonstration with the pi drive plus motor, the router broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
It was initially reported that the router was discarded, a partial piece was returned with the attachment. Investigation results concluded that as the router was loaded without the attachment. This could potentially cause the fracture of the router. A review of the associated attachment IFU 5407-210-768 rev-a noted the following warning; "note: cutting accessory labels are marked with a color stripe to facilitate cutting accessory selection. To select an appropriate cutting accessory, match the color stripe on the cutting accessory label with the color stripe on the attachment. While aligning the dots on the attachment and motor, slide the attachment over the cutting accessory and onto the motor until it snaps into place. Warning: operating the motor without the attachment securely connected and cutting accessory securely locked may result in patient or healthcare staff injury."

Event description:
It was reported that during a product demonstration with the pi drive plus motor, the router broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.